Manufacturer narrative:
Findings: no button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. No frozen screen noted. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.